Manufacturer narrative:
This report is being filed after an internal audit.

Event description:
The pt has had higher volume discrepancies at refill than usual since 2008; more medication than expected is extracted from the reservoir. Every time the difference has been within specs (less than 25%); within 15% at the most. Since the pump was implanted, the difference had been only fractions, now it is more and the pt relates the change with an increase of pain. He has also experienced tingling and burning sensation from the wait down to both legs. The pt also reported that he feels no effect and thirty minutes later he feels better; sometimes the pump feels hot to the touch. The pt has severe neuropathy. X-ray had been taken, no anomaly had been found. A dye study was performed in 2009. The catheter was found to be patent. After the study, the pt was hospitalized with withdrawal symptoms. The healthcare professional reported the pt has intermittent increase in pain. The medication used in the pump was fentanyl and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID 8840, product type: programmer, physician. (B)(4).

Event description:
Additional information received reported the expected volume was 3.2 ml. The volume discrepancy was within spec (10.3%). The patient was monitored for changes. It was further reported the discrepancies were "within 15%, at it's worst" and "very much within range". The patient was doing the math incorrectly. The "basis for concern" was the "past 2 years or however long he's had the pump", the refills have never been off by more than a fraction of a ml. Now, they were "consistently off by more than that". It was reported a refill occurred and the actual reservoir volume was greater than the expected reservoir volume. They were supposed to get back "like 3 ml" and they got back 10 ml. They were told this was within specification, but they felt it was still a significant discrepancy. Logs were checked and found no motor stalls. . It was further reported during a fill, they found that the pump was not giving the patient enough medication. It happened "3-4 times". It was noted the patients healthcare professional (hcp) told the patient he needed to be seen by a psychiatrist, because the hcp thought the patient to be going crazy. The patient had a "type one personality". The patient found another hcp.

Manufacturer narrative:
(B)(4).

Event description:
The volume discrepancies occurred within 18 months to 2 years of the pump being implanted. The volume discrepancies happened 4-5 times within 6-8 weeks and then they happened at every refill after that. Initially, after the first refill, it was thought that the volume discrepancies were a user error. Then when it happened a second time, they thought it was not a casual error. By the third time, the doctor himself started to wonder about it. The patient at one time all of a sudden went into withdrawal. The first or second time it happened was after he had gotten a pump refill; he went home and within 3-4 hours he started to feel bad and was experiencing withdrawals. The patient felt that it was impossible, but he got a taxi and went to the hospital. He was shaking like a leaf. The patient was brought in on a gurney. The patient was asked if he was a drug addict. A nurse who worked at the patient's clinic was there and told them that the patient was in withdrawal; the nurse "solved the issue right away". The patient couldn't remember the exact details of the other time that he had withdrawal. The pump study was done after the 4th or 5th or 6th time that the volume discrepancies had happened. After being told that the pump was fine, the doctor started blaming the patient, so the patient switched doctors around 2009. The new doctor encountered the same issues as the prior doctor. The new doctor decided to wait a month to see what was going on. After waiting a month, the new doctor then decided to replace the pump and the patient had no issues since.

Manufacturer narrative:
(B)(4).

Event description:
The consumer later reported that the pump failed on him. The patient's first failure was because the patient went in for refill and was supposed to have 3-4 ml, and it was 12 ml. The healthcare provider (hcp) told him something was wrong. By the third time, the patient was extra cautious and did everything according to plan and had the same issue again and "they blamed the patient." The hcp told patient he had a type a personality, and the patient got another doctor and was told the pump failed (being shorted 9 ml) and replaced it. The first pump "disappeared" after explant (according to the patient). From the patient's own perspective he, his device failed, and several years later, the government said there was a problem (recall) and could not put them in anymore. The patient stated his hcp told him they never received anything and "that spoke" with the device manufacturer. The patient stated that a manufacturing representative was there and "should have it (the pump)." The system was delivering fentanyl at 78.39 mcg/day and a concentration listed as "100 mcg/day," bupivacaine at 31.357 mcg/day and 40 mg/ml, and morphine at an unknown concentration and dose. The lot numbers were unknown. If additional information becomes available, the event will be updated.